Event description:
It was reported that after the device pocket was closed, the impedance measurements were lower than through the analyzer and there was no capture or sensing. The pocket was re-opened and the lead was disconnected from the device, tested through the analyzer, and then reconnected to the device. The impedance, sensing, and threshold were all normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, implanted: (B)(6) 2014. (B)(4).